Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on the station. A technical support specialist (tss) dialed into the server, verified the unit, ran recovery server downtime query time stamp and synced accordingly. Tss then dialed into the station to perform verification, confirmed that the station reboot process completed successfully, verified that the station was up and operational, and confirmed that the user was able to view the current patient profile and the issue was resolved, and no further problems were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient profiles did not display on the station whenever patients were transferred to unit. Multiple patients were affected on this station. The customer reported that the issue had been ongoing since the pyxis station upgrade.there were no delay or adverse events or injuries reported based on this event.